Event description:
This solicited device case was received on (B)(6) 2014 from a non-health care professional (other). Patient ID: not reported; country: (B)(6). Study title: patient support program involving synvisc. This case concerns a (B)(6) year old female patient who died after receiving synvisc injection. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2013, the patient received treatment with synvisc injection, at a dose of 2 ml, once, batch/lot number r1308 and expiration date: april-01/01/2016 (route not provided), in unspecified location for an unknown indication. On an unspecified date, after unknown time frame, the patient died. It was unknown whether an autopsy was performed or not. Corrective treatment: no corrective treatment provided. Outcome: fatal. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 32132. The production and quality control documentation for lot # r1308, with expiration date (04/01/2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review and lot # frequency analysis for lot # r1308, no CAPA was required. Genzyme biosurgery will continue to monitor complaints to determine if a CAPA was required. Reporter's causality assessment: no reported. Company causality assessment: associated. Additional information was received on (B)(6) 2014. Ptc investigation results were added and text was amended accordingly.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company follow up comment dated (B)(4) 2014: in this case, the follow up information received, does not change the previous case assessment. Sanofi company comment dated (B)(4) 2014: this case concerns a patient who died due to an unknown cause after treatment with synvisc. Although the role of device cannot be excluded; however, lack of information regarding medical history, any concurrent medical illnesses, autopsy findings, and concomitant medication precludes a comprehensive assessment of the case.